Manufacturer narrative:
An investigation of the reported condition was performed. A review of the device history record (DHR) for the reported lot was performed. Visual inspection and physical testing indicated no issues with the reported lot. There were no ncrs issued against the lot. There were also no ncrs issued against the molded component shop orders used in the production of lot. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There was no process or material changes related to the reported condition for this product in the past year prior to the production date. A review of the process monitoring data was conducted and revealed no issues related to the reported condition. A review of the machine setup was conducted and revealed no issues related to the reported condition. There was one sample (opened) submitted with this complaint. The sample was visually inspected for flash and contamination on the cannula. There was a very thin piece of plastic (string flash), approximately 1¿ long, stretching from the gate vestige of the safety shield to the needle. There was no foreign contamination observed on the needle. The string flash exceeds the manufacturing specifications. So, the reported condition is confirmed. The root cause was due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter and flash. The lot met the acceptance criteria and was released. An issue impact assessment (as known as a health hazard evaluation or health hazard assessment) was conducted for magellan gate strings. The assessment discusses a potential hazard scenario where the plastic fibers are injected into a patient and assesses the risks associates with such an event. The likelihood of occurrence was considered ¿rare¿, the probability of injury occurring was considered ¿unlike but possible¿, and the severity of the injury was considered ¿severe¿. The overall risk score was ¿low¿ for that assessment. Based on the low risk associated with the issue, no corrective action will be taken at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/18/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports foreign material on the needle which may be plastic thread.